Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/11/2020. A manufacturing record evaluation was performed for the finished device lot number an1111, and no non conformances / manufacturing irregularities were identified. Additional h3 investigation summary: a cannula with a loop pds suture of product code ez10, lot number an1111 was returned for analysis. During the visual inspection of the opened sample, the scored point was noted broken due to use and the knot was configured correctly and conform the visual standard. No breakage suture could be observed. Functional test was performed to sample and the knot is closed until the end without problem. A functional test was performed and the tensile strength were above the minimum requirements. The device performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: "what tissue was being approximated or sutured when it broke? No further information is available.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.